Event description:
The accounts maintenance stated that the bed went into trend without pushing down on the handle with their hand. He tested the bed and the trend seems to work properly at this time.

Manufacturer narrative:
The account has not completed repairs.